Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, h6.

Event description:
Patient reported right side rupture. Device has been explanted.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: h.6.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical impact opening. And missing piece of shell assessed as inconclusive. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Device has been explanted.